Event description:
A hospital charge nurse reported that a high frequency cable burned and broke at the proximal and distal ends during a procedure. There were no complications related to the occurrence.